Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Stability and clinical data were reviewed and the data showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. A customer reported receiving a sensor reading of 400 mg/dl which was higher than he felt. The customer self-treated with 5 units of insulin and experienced unspecified hypoglycemia symptoms and was unable to self-treat. A reading of 59 mg/dl was obtained on an unspecified device 10 minutes later and the customer had to be seen at a hospital where he received unspecified treatment. No further information was reported. There was no report of death or permanent injury associated with this event.